Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing (twos). It was determined that the t-wave discrimination neglected to withhold therapy, resulting in the inappropriate shock. The implantable cardioverter defibrillator (ICD ) was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.